Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the insertion guide coating peeling cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress. Based on the results of the investigation, a definitive root cause of the error e216 scope communication cannot be identified. Probable cause, it is likely the following led to the malfunction: the e216 scope communication error was due to corrosion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the bronchovideoscope ig (insertion guide) tube coating was peeling off (1 mm² or more) . In addition, it was observed that the device displayed an e216 scope communication error. There was no patient involvement.